Event description:
An endurant stent graft and another manufacturer's stent graft were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. It was reported that approximately two weeks later the patient presented with a myocardial infarction due to an occluded coronary vessel. The physician elected to stent the affected vessel. Sometime after the heart procedure the patient was placed on life support. It was reported that despite the physician feeling that the patient had a good prognosis the family decided to take the patient off of life support. The patient expired approximately six weeks ago. No further information is available.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (death, mi).